Manufacturer narrative:
Patient deceased (cause unknown); explanted leads returned from post-death processing. No failures seen in explanted leads. No further action to be taken.

Manufacturer narrative:
Explanted devices in queue for analysis at enterra

Event description:
Product returned to medtronic for analysis - reported in medtronic database. Leads implanted (B)(6) 2011; no paperwork to explain explants. Checked in at (B)(6) on (B)(6) 2025. Received at enterra (B)(6) 2025. Patient deceased on (B)(6) 2021 (no cause of death listed).